Manufacturer narrative:
The instrument was returned and evaluated. Complaint would not rotate is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgical staff reported that the pk dissecting forceps would not rotate. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.